Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately erratic. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue began approximately 2 weeks prior to contacting lfs for assistance. She stated she tested on the subject meter at an unknown time and observed blood glucose values of "253 and 92mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient informed the (B)(4) that she manages her diabetes with 15u of levemir insulin and humalog insulin based on a sliding scale. She stated she did not make any changes to her usual diabetes management routine in response to the alleged issue. At an unknown time after obtaining the reported readings, she claimed she was "sweating and was found unresponsive" by a neighbor. She stated her neighbor called the ambulance and the patient was taken to the hospital. The patient could not recall any details of the incident, tests performed or treatment received. She stated she remembers regaining consciousness in the emergency room and was released the same day. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The samples were obtained from the same approved site. Per the cca's documentation, the subject test strips were open longer than the discard date, expired, or stored improperly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury that required medical intervention after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.